Event description:
It was reported the patient presented to the emergency department with a low heart rate. The device was checked and it was determined there was no capture at maximum output on the ventricular lead. The lead also had high impedance measurements. A lead fracture was suspected. The lead was capped. A temporary pacemaker was used until a new lead was implanted one day later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2009 (B)(6); sedr01 implantable pulse generator (ipg) 2009 (B)(6). (B)(4).